Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated battery lasts less than unexpected with no alarms occurring changing batteries every day. Customer also stated that insulin pump not working properly and no specific alarms in alarm history. Customer stated only change battery now alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly and no blank display anomaly noted during test.